Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their insulin pump was experiencing high blood glucose levels. During troubleshooting, customer was asked to perform a fixed prime of 5 units of insulin. Customer states the insulin did not exit. Next, customer was asked to manual prime of 5 units of insulin. Customer states the insulin did exit device and did not alarm. Advised customer the device is functioning properly. Customer's blood glucose level was 506 mg/dl at time of reporting. Nothing further reported.